Event description:
After the dilation of the stent, the stent dropped into the femoral vessel and went distal. The stent was left in the pt's body. There was "just a little" resistance met during the advancement of the stent delivery system. At the moment the pt is physically and mentally well.